Manufacturer narrative:
(B)(6). Concomitant: unknown, unknown comprehensive humeral stem, unknown; unknown, unknown comprehensive humeral head, unknown; unknown, unknown baseplate, unknown; unknown, unknown humeral bearing, unknown; unknown, unknown glenosphere, unknown; unknown, unknown central screw, unknown; unknown, unknown peripheral screw, unknown (x4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 00286, 0001825034 - 2018 - 00285, 0001825034 - 2018 - 00431, 0001825034 - 2018 - 00430, 0001825034 - 2018 - 00428, 0001825034 - 2018 - 00433, 0001825034 - 2018 - 00436, 0001825034 - 2018 - 00437, 0001825034 - 2018 - 00438.

Event description:
It was reported that the patient had an initial right shoulder arthroplasty on unknown date. Subsequently, the patient was revised due to infection. All components were removed and antibiotic spacers were implanted. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.